Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11:this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a revision of partial right knee replacement had been performed on (B)(6) 2025, the patient experienced a traumatic subcutaneous rupture of the right patellar tendon. This was treated by patellar tendon repair on (B)(6) 2026, in which surgical repair of the tendon was performed. Subsequently, the patient developed localized pain of the surgical wound, formation of scar tissue, and a small superficial dehiscence requiring surgical revision. Due to progressive local septic inflammation with initial systemic involvement, the patient was readmitted on (B)(6) 2026 for a prosthetic infection. This adverse event was treated by complete prosthetic explanation, surgical cleaning, and replacement with an antibiotic-impregnated cement spacer on (B)(6) 2026. The explanted prosthetic components showed no signs of damage, breakage, wear, or other mechanical problems. Current health status of patient is unknown.